Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer¿s blood glucose level was unknown at the time of incident and the current blood glucose level was 312 mg/dl. The customer¿s other blood glucose levels are more than 300 mg/dl. The customer took a manual shot using a syringe. The customer also reported that the insulin pump received no delivery alarm. The customer was unable to perform self test. Assisted with troubleshooting. The device will not be returned for analysis.